Manufacturer narrative:
The pump gave an alarm after a battery change due to a faulty component on the interface board. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents. No unexpected low battery alarms were noted. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 334 mg/dl. The customer stated that she woke up with unexpected restart alarms the past 2 morning with higher than normal blood glucose readings. The customer stated that the unexpected alarm was found in the alarm history. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm did not occur after inserting a new battery. The customer will be sent a replacement pump.